Event description:
Ablation without ground pads. Xp generator ablated for 2 to 3 seconds when they noticed there was no ground pad connected to the patient. It appeared vt occurred during burn which ended when power came off. Case completed with 3 ablation burns with no complications. Since then, there were no complications with the use of this generator.

Manufacturer narrative:
It has been established that conditions that could lead to an unintended, rf induced arrythmia were present during the procedure. This may be attributed to an improper equipment combination for pacing while ablating, as identified in a previous boston scientific study. The study found that certain combinations of stimulators and recording systems are susceptible to the creation of dc voltages across a pacing-routed pair of electrodes during rf delivery, which can result in the occurrence of unintended cardiac stimulation. These conditions are described in the bsc white paper "dc voltage generation across diagnostic electrodes through interactions between ep recording systems, pacing stimulators, and rf generators." Boston scientific communicated this information in a customer letter to all of its ep customer in august 2006. There were no similar complaints reported for this device.